Event description:
An adolescent patient was admitted to the hospital with three-month history of persistent pneumonia. CT scan showed calcified mass obstructing the right middle lobe takeoff intraluminally. A surgical procedure was scheduled for direct laryngoscopy, bronchoscopy and biopsy of mass with ktp laser. Patient was initially intubated and a flexible adult fiber optic bronchoscope was placed through ett. Biopsies were obtained using a flexible biopsy forceps through the bronchoscope. The ktp laser was used to control bleeding. The patient had initially been ventilated with 21% fio2 at the start of the case but with continued desaturations secondary to airway leak around the bronchoscope the fio2 was increased to 100%. The surgeon was unable to remove the mass so the flexible bronchoscope was removed. A rigid bronchoscope was then placed and attempts to remove the mass were unsuccessful. Rigid bronchoscope was removed and patient was reintubated. Several more specimens were obtained using the flexible bronchoscope through the ett. Bleeding was stopped using the ktp laser. Attempts were also made to ablate the mass with the ktp.a general surgeon was called to discuss the possibility of a transthoracic approach to remove the mass. The primary surgeon used the ktp to demonstrate to the general surgeon the hardness of the mass. As the laser was engaged the light of the bronchoscope went off. The laser was put on standby and the bronchoscope removed. Patient was extubated, oxygen turned off, anesthesia circuit disconnected and changed, patient masked and then reintubated. A small amount of smoke was noted in the ett that was removed. Upon examination of the bronchoscope, it appeared as though one side of the scope had been melted. A flexible bronchoscope was passed through the ett to examine the airway. This examination revealed evidence of melted plastic verses vaporized plastic from the end of the flexible bronchoscope. The patient was transferred from the operating room to the pediatric intensive care unit. The patient remained intubated until 2 days after the procedure, when she was successfully extubated. The patient remains hospitalized and is scheduled to return to the operating room for removal of the mass.